Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. On (B)(6) 2021, the customer obtained unspecified high sensor readings and self-treated with insulin (dose/type unknown). The customer also had contact with a healthcare provider and was administered unspecified treatment. Additionally, an hcp meter reading of 220 mg/dl was reportedly taken on (B)(6) 2021. No additional information regarding the reported event was provided. There was no report of death or permanent injury associated with this event. Sensor readings of 340 mg/dl and 320 mg/dl were compared against readings of 100 mg/dl, 125 mg/dl, and 126 mg/dl obtained on an hcp meter, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported medical event.

Event description:
A high reading issue was reported with the freestyle libre sensor. On (B)(6) 2021, the customer obtained unspecified high sensor readings and self-treated with insulin (dose/type unknown). The customer also had contact with a healthcare provider and was administered unspecified treatment. Additionally, an hcp meter reading of 220 mg/dl was reportedly taken on (B)(6) 2021. No additional information regarding the reported event was provided. There was no report of death or permanent injury associated with this event. Sensor readings of 340 mg/dl and 320 mg/dl were compared against readings of 100 mg/dl, 125 mg/dl, and 126 mg/dl obtained on an hcp meter, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported medical event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.